Event description:
At the end of the case, physician was taking out trocar. Removed the seal and one of the plastic tabs on the sleeve broke off into the patient's abdomen. Reinserted trocars and camera to find the plastic piece. It was retrieved successfully.